Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional observation was added to the failure analysis (fa) investigation of the instrument associated with the reported complaint: during visual inspection, it was observed that there was a portion of the grip near the base, closest to distal clevis pin, that was extended further than manufactured.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure to treat endometrial atypical hyperplasia, while dissecting the right side of the uterus for the right uterine artery resection, the force bipolar and vessel sealer extend (vse) instruments were used to compress the sigmoid colon and small intestine to secure the surgical field. The hinge of the force bipolar instrument became caught on the sigmoid colon, causing parts of the instrument to become exposed. The tissue was not stuck to the instrument, and it was easily removed. There was no tissue damage as a result of this event. No medical interventions were required to repair the colon, no tissue was excised, and there was no unexpected bleeding as a result of this event. No blood transfusions were administered. The instrument had been in use for an hour prior to the event, and it did not collide with any other instruments or tools during the procedure. The exposed hinge of the force bipolar instrument prevented the instrument from passing through the metal cannula, thus, a small incision of approximately 4 cm was made, and the cannula and instrument were removed together. It was unknown if the instrument jaws were stuck in a closed position prior to attempting to remove the instrument. Due to the possibility that a part of the instrument may have fallen into the patient's body as a result of this event, the surgeon decided to convert the procedure to open surgery, and it was completed successfully. Post-operative x-rays were reviewed by multiple physicians, who confirmed that there were no residual material or fragments retained in the patient's body, and no fragments fell inside the patient during the procedure. Upon reviewing the video recording following the procedure, the customer discovered that the jaws of the force bipolar were misaligned at the start of the procedure. The sigmoid mesocolon became caught at the moment the hinge of the instrument became exposed, yet there was no sign that any strong force was applied at the time. Per the surgeon, the force bipolar instrument was inspected prior to use; however, the preoperative inspection does not include a process for checking the alignment of the force bipolar instrument jaws, and the issue was not noticed prior to use. There was no damage or anything out of the ordinary observed.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.059 inch off-set at the tips. A review of two images provided by the customer and associated with this event was performed by an isi clinical development engineer (cde). Per the cde, image 1 is not very clear, but image 2 is clearer. In image 2, the proximal end of the jaw of the force bipolar instrument is sticking out of the instrument.